Event description:
A report was received that a patient was experiencing pocket pain. A physician assessed the pocket site and determined that the ipg was turned on its side. The patient was scheduled to have a pocket revision, but the procedure was cancelled, due to having an infection. The physician determined the infection was not device related. The patient is now scheduled for a pocket revision.